Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio observed event codes in the memory which verified that the unit failed to detect the test patient load and that the unit failed to detect the ventricular fibrillation (vf) waveform. Therefore would have been unable to defibrillate, if necessary. The failure was duplicated when physio performed multiple monthly self-tests while the device was in a humidity chamber (30 degrees celsius, 90% humidity). Physio determined that the cause of the reported failure was the analog pcb assembly. Further component cause, however, could not be determined. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had a service wrench present on the display. Upon examination of the device, physio-control verified the presence of the service wrench and event codes in the memory. Physio also observed that the device was unable to detect that the therapy leads were off, nor was it able to detect the ventricular fibrillation waveform; therefore, defibrillation would not have been possible. There was no patient use associated with the reported event.